Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ constant sharp pelvic") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 916880-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, live birth in 1994, dysuria, constipation, musculoskeletal pain, chest pain, constipation, nonsmoker, alcohol use, high cholesterol and hypertension. Previously administered products included for birth control: yaz from 2011 to 2012 and orthotricyclen from 2007 to 2011; for an unreported indication: betadine x3. Concurrent conditions included obesity, high cholesterol, anxiety, depression and insomnia. Concomitant products included citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), ezetimibe (zetia) and multivitamins. On (B)(6) 2012, the patient had essure inserted. In february 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (video operative laparoscopy with excision of fallopian tubes bilaterally with essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, back pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight was 206 lbs. 12-may-2012 she had hysterosalpingogram that showed the cervix was cleansed with betadine x3. A hsg catheter was inserted into the cervix, the balloon inflated and contrast was instilled into the uterine cavity. Scout view demonstrates bilateral essure device. The uterine cavities vias completely filled with contrast. The proximal end of the right essure devices. Micro insert lies adjacent to the cornua. The proximal end of the left essure micro insert lies 1.3 cm and the cornua the uterus. The left insert is coiled within the fallopian tube. There is no opacification of the fallopian tubes, bilaterally. (B)(6) 2015, she had surgical pathological report on gross description shows that the specimen was received in formalin labeled with the patient's name and "right fallopian tube and essure device." The specimen consists of a fallopian tube measuring 5.7 cm in length and having an average diameter of 1.2 cm. The external surface was tan-red and shows focal petechiae. The fimbriated end was present and is unremarkable. Also received in the same container is an essure device with attached fibrous tissue. Representative sections of the fallopian tube are submitted in cassette a. The specimen is received in formalin labeled with the patient's name and "left fallopian tube and essure device." The specimen consists of a fragmented fallopian tube. The fallopian tube measures approximately 5 cm in length and has a uniform diameter of 0.6 cm. The fimbriated end was present and was unremarkable. Also received in the same container was what appears to be a cornual portion of the fallopian tube measuring 3 cm in length with an average diameter of 1.5 cm and containing an essure device. Representative sections of fallopian tube are submitted in cassette b. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ constant sharp pelvic") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 916880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, live birth in 1994, dysuria, constipation, musculoskeletal pain, chest pain, constipation, nonsmoker, alcohol use, high cholesterol and hypertension. Previously administered products included for birth control: yaz from 2011 to 2012 and orthotricyclen from 2007 to 2011; for an unreported indication: betadine x3. Concurrent conditions included obesity, high cholesterol, anxiety, depression and insomnia. Concomitant products included citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), ezetimibe (zetia) and multivitamins. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (video operative laparoscopy with excision of fallopian tubes bilaterally with essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, back pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight was (B)(6) lbs. (B)(6) 2012 she had hysterosalpingogram that showed the cervix was cleansed with betadine x3. A hsg catheter was inserted into the cervix, the balloon inflated and contrast was instilled into the uterine cavity. Scout view demonstrates bilateral essure device. The uterine cavities vias completely filled with contrast. The proximal end of the right essure devices. Micro insert lies adjacent to the cornua. The proximal end of the left essure micro insert lies 1.3 cm and the cornua the uterus. The left insert is coiled within the fallopian tube. There is no opacification of the fallopian tubes, bilaterally. (B)(6) 2015, she had surgical pathological report on gross description shows that the specimen was received in formalin labeled with the patient's name and "right fallopian tube and essure device." The specimen consists of a fallopian tube measuring 5.7 cm in length and having an average diameter of 1.2 cm. The external surface was tan-red and shows focal petechiae. The fimbriated end was present and is unremarkable. Also received in the same container is an essure device with attached fibrous tissue. Representative sections of the fallopian tube are submitted in cassette a. The specimen is received in formalin labeled with the patient's name and "left fallopian tube and essure device." The specimen consists of a fragmented fallopian tube. The fallopian tube measures approximately 5 cm in length and has a uniform diameter of 0.6 cm. The fimbriated end was present and was unremarkable. Also received in the same container was what appears to be a cornual portion of the fallopian tube measuring 3 cm in length with an average diameter of 1.5 cm and containing an essure device. Representative sections of fallopian tube are submitted in cassette b. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr-reporters added and updated patient demographics. Historical drugs, historical condition, concomitant disease, laboratory data and concomitant drugs were added. Updated indication and lot number as 916880. In (B)(6) 2015, she had abnormal bleeding(vaginal menorrhagia). Updated events and onset date of events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (hysterectomy with excision of fallopian tubes bilaterally.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.